Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Ruptured liver carcinoma [liver carcinoma ruptured], tace was performed using dc beads loaded with epirubicin [off label use of device], platelet (10^4/ul) 9.0 [platelet count decreased], pt activity value 57% [prothrombin level decreased], white blood cell count (wbc) 15090 ul [white blood cell count increased], total bilirubin 2.07 mg/dl [blood bilirubin increased], ast 185 u/l [aspartate aminotransferase increased], alt 122 u/l [alanine aminotransferase increased], gamma-gt 150 u/l [gamma-glutamyltransferase increased], albumin 3.3 g/dl [blood albumin decreased], crp 9.88 mg/dl [c-reactive protein increased], total protein 5.2g/dl [protein total increased], cre 1.35 mg/dl [blood creatinine increased]. Case description: this spontaneous medical device report was received from a physician, via the company distributor, concerning a (B)(6) male patient. The patient's medical history included liver carcinoma and myocardial infarction. No concomitant drugs were reported. The patient received dc bead (unknown lot number and expiration date) on (B)(6) 2015 during a transcatheter arterial chemoembolization (tace) for unknown indication. On an unknown date, the patient developed ruptured liver carcinoma. On (B)(6) 2015 the patient recovered from the event of ruptured liver carcinoma. The physician did not assess the seriousness of the events, but assessed the event to be possibly related to the use of the dc bead. The company considered the event ruptured liver carcinoma as serious (medically significant). Follow-up information received on 14-sep-2016: follow-up information was received from a physician, via the company distributor. Additional medical history included additional information regarding the pre-tace condition of the hepatocellular carcinoma. There were seven tumors with the maximum diameter of 4 mm. The patient also underwent 4 radiofrequency ablations (rfa) to date. Other additional medical history included: elevated white blood cell count (wbc) count, decreased platelet count, decreased pt activity value (%); elevated total bilirubin, alt, ast, and ggt; decreased albumin; and increased crp. The patient, on (B)(6) 2015, underwent a tace procedure using dc beads (100 - 300 microm) 1 vial (loaded with epirubicin 50 mg/vial) for hepatocellular carcinoma. The patient had undergone 7 tace procedures to date ((B)(6) 2016). Lot numbers and expiration dates were unknown. Concomitant medication included an unspecified anticancer drug. On (B)(6) 2015, haemostasis was performed. On (B)(6) 2015, three months after the procedures, the patient experienced a hepatic rupture which was treated on (B)(6) 2015 with a transcatheter arterial embolization (tae). The patient's relevant laboratory values were, on (B)(6) 2015: white blood cell count (wbc) 15090/ul (normal range 4000-9000/ul); pt activity value 57% (normal range 70-130%); total bilirubin 2.07 mg/dl (normal range 0.30-1.2 mg/dl); ast 185 u/l (normal range 13-33 u/l); alt 122 u/l (normal range 8-42 u/l); gamma-gt 150 u/l (normal range 10-80 u/l); albumin 3.3 g/dl (normal range 4.0-5.0 g/dl); and crp 9.88 mg/dl (normal range <= 0.20 mg/dl). On (B)(6) 2015, the patient's white blood cell count (wbc) was 9970/ul (normal range 4000-9000/ul). On (B)(6) 2015, the patient's platelet count was decreased to 9.0 (10^4/ul) (normal range 13-35 (10^4/ul)) and on (B)(6) 2015 was 8.4 (10^4/ul). On (B)(6) 2015, the patient's laboratory values were: cre 1.35 mg/dl (normal range 0.6-1.1 mg/dl); albumin 2.3 g/dl (normal range 4.0-5.0 g/dl); and total protein 5.2 g/dl (normal range 6.7 - 8.3 g/dl). On (B)(6) 2015, gamma - gt peaked at 256 u/l (normal range 10-80 u7l) and ast peaked at 244 u/l (normal range 13-33 u/l). On (B)(6) 2015, total bilirubin peaked at 2.98 mg/dl (normal range 0.30-1.2 mg/dl). All other laboratory results were added in the dedicated section. The patient recovered from the hepatic rupture on (B)(6) 2015. The outcome of the abnormal laboratory values was unknown. The reporting physician did not provide an assessment of the severity, seriousness or relatedness to dc bead for the new events off label use of device and abnormal laboratory values. The company considered the new events of abnormal laboratory values and off-label use of device as non-serious. No further information anticipated. This is a final report. Case comment: liver carcinoma ruptured is considered listed whereas off label use of device, platelet count decreased, prothrombin activity decreased, white blood cell count increased, bilirubin total increased, aspartate aminotransferase increased, alanine aminotransferase increased, gamma-glutamyltransferase increased, blood albumin decreased, c-reactive protein increased, protein total increased and blood creatinine increased are unlisted according to dc bead current reference safety information. The physician considered the event liver carcinoma ruptured possibly related to the use of dc bead. Although the underlying liver disease of the patient could have contributed to the event, the company considered the event of liver carcinoma ruptured as related to the product, as dc bead role cannot be excluded. In absence of an assessment from the reporting physician for the other events of platelet count decreased, prothrombin activity decreased, white blood cell count increased, bilirubin total increased, aspartate aminotransferase increased, alanine aminotransferase increased, gamma-glutamyltransferase increased, blood albumin decreased, c-reactive protein increased, protein total increased and blood creatinine increased, the company considered the events as related to dc bead as dc bead role cannot be excluded although the patient's underlying condition and history of abnormal laboratory values could provide an alternative explanation. Off label use of device is not an event per se but a special scenario and therefore not assessable. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Ruptured liver carcinoma . Case description: this spontaneous medical device report was received from a physician, via the company distributor, concerning a (B)(6) male patient. The patient's medical history included liver carcinoma and myocardial infarction. No concomitant drugs were reported. The patient received dc bead (unknown lot number and expiration date) on (B)(6) 2015 during a transcatheter arterial chemoembolization (tace) for unknown indication. On an unknown date, the patient developed ruptured liver carcinoma. On (B)(6) 2015 the patient recovered from the event of ruptured liver carcinoma. The physician did not assess the seriousness of the events, but assessed the event to be possibly related to the use of the dc bead. The company considered the event ruptured liver carcinoma as serious (medically significant). Case comment: liver carcinoma ruptured is considered listed according to dc bead current reference safety information. The physician considered the event liver carcinoma ruptured possibly related to the use of dc bead. Although the underlying liver disease of the patient could have contributed to the event, the company considered also the event experienced by the patient as likely related to the product, as dc bead role cannot be excluded. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.